Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot (p). Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap anomaly. Customer's blood glucose was 556 mg/dl. The customer was treated with a bolus. Customer was able to remove the battery cap. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 556 mg/dl. The customer was treated with bolus. The customer stated that there is cracks right next to the battery and a few cracks across the top. The customer is unaware of what could have happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time incident was 556 mg/dl. The customer was treated with bolus. The customer blood glucose was explained due to eating.